Event description:
During implant, sensing issues were noted on the atrial lead when positioned to the myocardium. The lead was explanted and a new lead was implanted with good electrical measurements. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿pacing and sensing issue¿ were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead found no anomalies.